Event description:
Patient was revised because of severe osteolysis which led to subsidence of the tibial tray. Pitting was noted on the insert intraoperatively.

Manufacturer narrative:
Examination was not possible as no product was returned. The root cause is undetermined. The investigation could not verify or identify any evidence of product contribution to the reported event. The need for corrective action was not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.